Event description:
It was reported that the device was leaking oil. The condition of the device was discovered while the sales rep was setting up for a demonstration. There was no pt involvement and no procedure to be delayed. There were no adverse consequences alleged.

Manufacturer narrative:
The device was received at the manufacturer for investigation. The alleged leak could not be duplicated. The device was cleaned, lubed and adjusted and returned to the account.